Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a faulty pinch valve the fse replaced the pinch valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium (na) erroneous results for patient samples on their au480 chemistry analyzer. The erroneous results were reported out of the laboratory, however later amended. There were no reports of medical intervention or change/adjustment to patient treatment in association with this event.